Event description:
Status post cervical disc arthroplasty c5-c6, pt experienced continued neck pain. Pt was treated with facet block which successfully relieved pain. The surgeon was of the opinion that the pt was experiencing facet problems unrelated to the implants and returned pt to the or for posterior fusion at c5-c6. Prodisc-c was not explanted. The surgeon noted that the prodisc-c was well placed and the facet issues were not diagnosed prior to initial surgery.

Manufacturer narrative:
Additional info has been requested. Implant remains in pt. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.